Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the jaw of the device would not close but was difficulty to re-open. A new device was used to complete the procedure. No pt consequence.